Manufacturer narrative:
Journal article: association between in-stent neointimal characteristics and native coronary artery disease progression authors: hae won jung, chewan lim, han joon bae, et. Al. Journal: plos one year: 2021 reference: doi.org/10.1371/journal.pone.0247359 patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the death(s) was provided average age, majority, gender, and date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
An article titled - association between in-stent neointimal characteristics and native coronary artery disease progression - was submitted. The aim of the study was to investigate the relationship between in-stent neointimal characteristics and progression of native ather osclerosis. The study population included 377 patients with 377 drug-eluting stents (des). Patients were quantitatively and qualitatively assessed using oct. The oct-based neointima was categorized as homogeneous, heterogeneous, and layered. The relationship of non-target lesion revascularization (non-tlr) with neointimal characteristics was evaluated after oct examination of the stents. Among the patients included, 127 first-generation des and 250 second-generation des were used. Medtronic endeavor sprint and resolute stents were among those in the second generation des group. The study endpoints were non-tlr, cardiac death, any mi, tlr and any revascularization.